Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to approximately 300 mg/dl after announcing a meal with the ilet and then consuming more carbohydrates than announced, with glucose subsequently decreasing without intervention. Symptoms included no reported clinical symptoms. Outcomes included no medical treatment, no hospitalization, and no long-term impact. Investigation included user education on meal announcements and carbohydrate estimation. Investigation of this case revealed use-related error related to incorrect meal size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to incorrect meal announcement.